Event description:
It has been reported that there was sudden burning smell from technical room e-cabinet and that the high voltage tank and cable had got burned. This issue took place during the procedure and the procedure was stopped. No harm took place to the patient, the patient was stable and was shifted to other system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and system was indicating that a sudden burning smell from the technical room e-cabinet opened the assembly and found that the hv tank and cable got burned. Review of log file showed that the black fumes are inside the hivo and hv cables. The entire set of parts has been changed, including the cooling unit and full calibration has been done. Fse replaced hivo and hv cables. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Problem code was corrected.